Manufacturer narrative:
Device discarded - unable to follow up. Device not returned. No evaluation will be performed.

Event description:
On 04/19/10, the vistakon (B) (4) affiliate received the following medical information: on (B) (6) 2010, a case related to acuvue product was presented at a "contact lens medical usage while treating corneal disease" seminar of the 114th japanese ophthalmological society academic meeting. Medical interview was conducted with dr (B) (6). The case indicated that in 2007 a patient was diagnosed with a "corneal infection (pathogenic bacteria: staphylococcus)" in the right eye (od). Prior to this event the patient was diagnosed with a "gelatinous drop-like corneal dystrophy" od was treated by phototherapeutic keratectomy (ptk) and instructed to wear an acuvue lens od "extended wear to prevent relapse. "The lens was replaced every week initially, then, the lens replacement frequency was decreased at the patient's own discretion. The patient later returned to the ecp complaining of pain and decreased visual acuity od. Visual acuity od went from 0.7 (20/30) to 0.08 (20/260). The patient was treated with vigamox, bestron (cefmenoxime hydrochloride), atropine and tarivid for 2 weeks. Affiliate reported that the patient "recovered without being hospitalized." No additional information is available at this time. The lot number of the product in question is unknown. The product in question has been discarded and is not available for evaluation. No additional information is expected to be received. Based on the limited information available, no further investigation can be conducted at this time. All MDR reports are reviewed at quarterly management review meetings.